Event description:
It was reported that the device failed during a code. Several error codes were displayed. The hospital staff swapped it with another device and they were able to continue therapy. There was no adverse affect to the patient due to device use.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system and the memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and observed that there was a worn connector between the system and the memory boards.